Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted due to high out of range impedance measurements. It was decided to replace the lead. This lead is not expected to be returned. No further adverse patient effects.